Event description:
Info received that the brakes would not set or hold. No pt impact.

Manufacturer narrative:
Stretcher located in storage, tagged "brakes" found: pedals showed brake, but only the head end went into brake. Issue: screw had fallen out of foot end b/s linkage reinstalled screw and nut to resolve this issue.